Event description:
Patient is undergoing laparoscopic surgery with doctor. Surgery was in progress about 30-40 minutes approximately, while doctor was operating and in the abdomen, the tower (containing co2 unit, light source and monitor) shut completely off. Or director went to assess all the electrical cords and outlet to ensure there were no loose cables or frayed cables, however everything was setup with no issues. Or director heard a click, and it appeared the power was on, so rebooted the system back up. Doctor was able to resume surgery and 5 minutes the tower shut off again. Performed reboot and waited a minute and then turned everything back on. Surgery proceeded with no complications. I did inform the charge nurse of the occurrence, and called biomed and engineering to report this issue. Both departments arrived quickly and assessed the situation. After completion of the case, the tower was sequestered, labeled, and biomed retrieved the tower.